Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy for supraventricular tachycardia due to programming. Programming changes were made and patient will be monitored.